Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing extreme blood glucose (bg) fluctuations, with a high of 325 mg/dl and a low of 41 mg/dl and decided to discontinue ilet use due to an irregular schedule and desire for more control. The user planned to return to their previous pump. The agent processed the return and advised the user to contact their healthcare provider and distributor to update supply prescriptions. Bg was corrected with glucose tablets. The user's reported symptoms during event included a headache during the high and drowsiness during the low. No medical intervention was reported at the time of call.